Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and initial approach of index surgical procedure? Product code and lot number? Were there any intra-operative complications? Other relevant patient history/concomitant medications ? When was the mesh exposure first noted by a physician? Mesh exposure site/location and diagnostic confirmation? Date of partial mesh excision? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced mild erosion, and 1cm mesh partially was excised at the time of bulking injection. Additional information has been requested.